Event description:
It was reported that the patient experienced chest pain and presented in the emergency room. Echocardiogram confirmed that the right atrial (ra) lead had micro perforated the atrium resulting in pericardial effusion. The ra lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.